Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing tingling, itching, and discomfort during sensor wear and removed the sensor after 6 days of wear. Customer had contact with a healthcare professional who prescribed betamethasone (steroid) cream to be applied to the sensor site twice daily for 7-8 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors, no further track and trend review was required due to low rate of confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing tingling, itching, and discomfort during sensor wear and removed the sensor after 6 days of wear. Customer had contact with a healthcare professional who prescribed betamethasone (steroid) cream to be applied to the sensor site twice daily for 7-8 days. There was no report of death or permanent injury associated with this event.